Event description:
The baxter sales representative reported an overinfusion of potassium phosphate on a patient. The potassium phosphate reportedly was programmed for 50cc over 6 hours and was infusing at 500cc over 6 hours. The patient is on a telemetry unit and is being monitored. Per the clinical nurse specialist, the potassium was in 250 ml to infuse over 6 hours and a total amount infused over 40 minutes. The patient vital signs included: bp 130/70 (which was consistent with the baseline rate), temperature-normal and heart rate increased. A chemistry 7 was drawn. The patient outcome is good.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 16, 2007. The reported condition over-infusion was not confirmed and could not be duplicated during service. The pump head module under-infused during two of the accuracy test.